Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was programmed with the correct time/date monitored for three days. No device time/date reset noted. Device uploaded properly using carelink. Device had minor scratched display window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s grandmother reported via phone call that the customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 458 mg/dl. The customer also stated that they had symptoms like nausea and vomiting. The customer was treated with insulin intravenous drip and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also stated that they did allege insulin pump was under delivering. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.